Event description:
Rn reported secondary piggy back of flagyl was set to run at 100 ml/hr. The primary bag lowered with secondary plugged in above the pump. Rn observed initial drips from secondary and appeared to be fine. When rn turned around approximately one minute later the entire piggy- back was empty. Pump showed that only 9.9ml infused. Rn had another nurse come in to evaluate situation. The tubing, IV pumps, and set up was examined, and unable to determine what happened. Pump and tubing sent to clinical engineering for evaluation. Clinical engineering reports utilizing same tubing, set up rates, and volume. Technician dyed the secondary fluid blue to determine flow progression. Technician reports the backflow prevention of the y-site was not working and he observed blue fluid bypassing the y-site and flowing up into the primary fluid on the upstream side of the pump. Technician could not replicate the rate at which the secondary flowed into the primary. Patient monitored but no ill effects. It is believed the secondary fluid all flowed up into the primary bag. Pump and tubing will be returned to b. Braun.

Event description:
Rn reported secondary piggy back of flagyl was set to run at 100 ml/hr. The primary bag lowered with secondary plugged in above the pump. Rn observed initial drips from secondary and appeared to be fine. When rn turned around approximately one minute later the entire piggy- back was empty. Pump showed that only 9.9ml infused. Rn had another nurse come in to evaluate situation. The tubing, IV pumps, and set up was examined, and unable to determine what happened. Pump and tubing sent to clinical engineering for evaluation. Clinical engineering reports utilizing same tubing, set up rates, and volume. Technician dyed the secondary fluid blue to determine flow progression. Technician reports the backflow prevention of the y-site was not working and he observed blue fluid bypassing the y-site and flowing up into the primary fluid on the upstream side of the pump. Technician could not replicate the rate at which the secondary flowed into the primary. Patient monitored but no ill effects. It is believed the secondary fluid all flowed up into the primary bag. Pump and tubing will be returned to b. Braun.